Event description:
It was reported, the patient¿s catheter was replaced in (B)(6) 2013 because of a kink. The medication used within the system was baclofen.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).